Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that while in use, a smiths medical cadd solis vip pump exhibited an air in line alarm. Subsequently the pump was turned off. No patient consequences were reported. No adverse effects were reported.